Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: v95u0c. Additional information was requested and the following was obtained: how much blood loss? Not sure he didn¿t know. How was the bleeding controlled? Surgicell and diathermy. Was a blood transfusion required? No. What is the surgeons¿ experience with device? The consultant said the device just would not seal- he double and triple buzzed but it wouldn¿t work. Were there any generator alerts screens? No. Are any surgical procedure videos available? No. Was the completion tone received with every device firing? Yes. Was the lack of hemostasis experienced only with ligation of ovarian ligament or was it experienced with other firings of the device? Over firings. Any indication of thermal treatment of tissue with the device activations? Yes but not sealing enough to stop bleeding. What is the current status of the patient? Patient well now and gone home. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a tlh the vessels would not seal on the ovarian ligament. The case had to be converted to an open case since he could not control the bleeding. The surgeon feels the case was caused by the patient¿s condition (crones disease).